Manufacturer narrative:
Sample has not been returned to manufacturer at time of this report. Investigation incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the nebulizer does not completely empty all the water out of the bottle. The nebulizer bottle has to be changed too frequently. No pt injury reported.